Event description:
On 08-oct-2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose reported as high as 550 mg/dl and was evaluated in the emergency department. The user was treated with insulin and discharged the same day. The user did not resume ilet use after discharge, and no long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in emergency medical evaluation while using the ilet. This situation can require urgent medical intervention and is consistent with the reported emergency department treatment with insulin. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no motor errors or malfunction alerts identified. Device data confirmed persistent hyperglycemia beginning after a tubing fill and meal announcement on (B)(6) 2025, with glucose rising above 400 mg/dl and remaining elevated through the early hours of (B)(6) 2025. Repeated g7 brief sensor issue alerts were recorded during this period. Based on available information, no ilet malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.